Event description:
It was reported when using the pyxis anesthesia es system had a keyboard failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's keyboard failure. A field service engineer replaced the keyboard and cover to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.